Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication due to a dislocation of the device 6 months post operative. Haptic was unknowingly damaged during initial surgery.

Manufacturer narrative:
(B) (4). The iol was received and shows a distorted haptic. While we are unable to definitively determine the cause of this event , the result of our investigation reasonably suggests it is not manufacturing related. Physician stated he believes the haptic was damaged during the initial implantation procedure. The lens met all manufacturing specifications prior to release.